Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination of valve assessed as adhesive failure. No additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e1, a4, h6.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced.